Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition of less than 2 seconds. Further review also found that the pace impedances have been slowly decreasing over the last year. Impedance values started around 440 ohms and now had decreased to 380 ohms. The patient was brought in for further evaluation and they determined a lead revision was needed. The lead was later surgically abandoned and replaced successfully. No additional adverse patient effects were reported.